Manufacturer narrative:
The returned device was evaluated and received with the cannula deployed. The distal tip of the exposed portion of the soft cannula was torn. It could not be determined when this damage occurred. No issues were found that would result in the needle deploying early. The pod ran for 3517 pulses. Although no issues were noted with the needle mechanism, it cannot be determined when the device deployed.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports while priming a pod the needle deployed early. The pod was not worn.